Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was not known. Customer mentioned they had not received initial pump training and wanted to put pump into storage mode until they could receive pump training. The customer reverted to an alternate method of insulin therapy to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.